Event description:
During a premature ventricular contraction procedure, an expired viewflex ice catheter was used. The viewflex ice catheter was requested to be used in the procedure. The viewflex ice catheter that was used was owned by the hospital. Abbott advisors identified that the product was expired and reported it to the medical team. However, by decision of the medical team, the material was used knowing that the material was expired. The procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Two images were also submitted to product performance engineering for evaluation. However, viewflex ice catheter batch number 8949174 expired on 24feb2024 which was prior to the reported event date of 14jun2024. A review of distribution records confirmed that this product was distributed prior to its expiration date. Further, instructions for use artmt600242017a states, ¿use product on a first-in, first-out basis prior to the expiration or use by date on the label.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. Based on the information received, the cause of the reported incident could not be conclusively determined. The cause of the use of expired product is consistent with user error.